Event description:
It was reported that after the implant of an intraocular lens (iol) in the right eye, a patient experienced symptoms of extreme dryness and inability to drive approximately three months post implant of the intraocular lens. The patient was stated to have taken several medications to relieve his symptoms but has had no effect. In addition, the left eye was worse compared to the right eye. It was also stated that his far vision was good but not near and intermediate vision, and night vision was ''horrible and dangerous''. No further information has been provided.

Manufacturer narrative:
Based on device history review (DHR), there are no associated nonconformity material reports with respect to order number. Review of the sterilization records showed no non-conformances. Results of environmental monitoring records showed there were no non-conformances for the associated order number. A review of the process/material changes was done and did not show any change in process or material that were related to the complaint. Based on the manufacturing record review and historical review the product met manufacturing release criteria. Placeholder.